Manufacturer narrative:
The customer¿s report of an infusion of hydromorphone infusing faster than expected was not confirmed in the logs; however an irregularity (probable programming error) was observed in the logs when a syringe change was made. Physical inspection showed no anomalies. The pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log analysis found an irregularity from a chain of events which started on (B)(6) 2019 at 12:29 am. The log recorded 2 ¿pca door open¿ alarms which are followed by a ¿check syringe¿ alarm. The logs indicate that there was18.097ml remaining in the monoject 30ml syringe at the time of the alarms. The source pca module was then selected. The user selected a terumo 30ml syringe with a volume of 3.1083ml. The user then restored the previously programmed infusion of drug ID 172 (hydromorphone), and the infusion started. The log indicated after the last pca request was delivered on (B)(6) 2019 at 2:01 am , the remaining volume in the terumo 30ml syringe was 1.1083ml. There were no other requests made. The device was channeled off at 4:35 am. Testing performed on the source pca module found the device operating in specification. The visual inspection of the pca module found no evidence of tampering. The incident syringes and administration sets were not returned for this investigation, therefore could not be tested. The root cause of the customer¿s report could not be determined.

Event description:
It was reported that hydromorphone was ordered as a pca only, at 0.2mg/ml with a patient request dose of 0.1mg every 10 minutes, and a limit of 2.4mg in 4 hours. There was no continuous rate. The medication was supplied as 6mg in a 30ml syringe. At 2300 on (B)(6)2019 , the pca device was cleared with the outgoing rn, and the volume remaining to be infused was 19.8ml of hydromorphone. At 0045 on (B)(6) 2019, during routine rounds, the pca device had only 2.28ml remaining to be infused. An hour later, the pca had 1.78ml remaining to be infused. An hour after that, there was still 1.78ml left to be infused. At this time, the patient administered a demand dose and 0.5ml was infused, which brought the remaining volume to 1.28ml. At 0400, the pca syringe was changed. The device indicated there was 1.28ml left to infuse, but there was actually 5ml of fluid in the syringe. The physician was made aware, and the patient was awake and denying complaints. Received a sus voluntary event report which states, "carefusion pca pump appears to have malfunctioned and infused hydromorphone pca at faster than intended rate the reported details are as follows 2330 - received pt with pca, pump cleared with outgoing rn, with volume remaining at 19 8 ml in pump on routine rounds at 0045, noted pca pump at 2 28ml volume remaining after 1 hour pca checked and at 1 78ml, pt pressed the pca pump per pca hx after another 1 hour, pump still reacts 1 78ml remaining volume, at this time pt pressed pump and delivered 0 5ml with volume remaining to 1 28 ml pca cartridge changed at 0400 with 1 28 ml showing in the pump but noted 5ml remaining in the cartridge md notified and pt aware and alert, denied complaints and there was no pt harm FDA safety report ID# (B)(4)" the customer requests to know if this was a device malfunction, user error, or tampering event.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional patient information: presents for acute on chronic abdominal pain and nausea/vomiting consistent with previous episodes of pancreatitis.

Event description:
It was reported that hydromorphone was ordered as a pca only, at 0.2mg/ml, with the patient being able to administer 0.1mg every 10 minutes, and a limit of 2.4mg in 4 hours. There was no continuous rate. The medication was supplied as 6mg in a 30ml syringe. At 2300 on (B)(6) 2019 , the pca device was cleared with the outgoing rn, and the volume remaining volume to be infused was 19.8ml of hydromorphone. At 0045 on (B)(6) 2019, during routine rounds, the pca device had only 2.28ml remaining to be infused. An hour later, the pca had 1.78ml remaining to be infused. An hour after that, there was still 1.78ml left to be infused. At this time, the patient administered a demand dose and 0.5ml was infuse, which brought the remaining volume to be infused to 1.28ml. At 0400, the pca syringe was changed. The device showed there was 1.28ml left to infuse, but there was 5ml of fluid in the syringe. The physician was made aware, and the patient was awake and denying complaints. The customer requests to know if this was a device malfunction, user error, or tampering event.